Event description:
This unsolicited case from united states was received on 13-nov-2017 from other non health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient could not get out of bed, also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (second of three injections), 6 ml once ( lot number: 7rsl021 and expiration date: not reported) for knee osteoarthritis (oa) bilaterally. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient could not get out of bed. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, 6 ml once (dose, lot number: 7rsl021 and expiration date: not reported). The same day, the patient was prescribed prednisone and patient went to emergency room (ER). The reporter was unsure of treatment provided by the ER. Corrective treatment: prednisone for could not get out of bed. Outcome: unknown for both. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criterion: required intervention for both events. Additional information was received on 22-nov-2017. Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later could not get out of bed for which patient received prednisone. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from other non health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after unknown latency the patient could not get out of bed. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (second of three injections), 6 ml once ( lot number: 7rsl021 and expiration date: not reported) for knee osteoarthritis (oa) bilaterally. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient could not get out of bed. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, 6 ml once (dose, lot number: 7rsl021 and expiration date: not reported). The same day, the patient was prescribed prednisone and patient went to emergency room (ER). The reporter was unsure of treatment provided by the ER. Corrective treatment: prednisone. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received synvisc one injection and later could not get out of bed for which patient received prednisone .based upon the information available, the causal role of the product cannot be denied for the occurrence of events. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment. Also, underlying condition of osteoarthritis is a confounder.